Manufacturer narrative:
Device evaluation summary: visual inspection confirmed the threaded tip of inserter has been sheared off. Optical examination of the fracture surface revealed a fairly flat angled fracture surface. This type of damage is consistent with bend stress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Country: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an indication of osteoporosis, hypertension in need of olif l3/4 l4/5 used in spinal therapy. It was reported that the all-in-one inserter was used with a small plate and cage attached, the cage was impacted and when the driver was loosened to be able to rotate the plate into position and it wouldn't retighten and it was then realised the inserter tip had broken. The surgeon removed the handle and then had to remove the broken off tip from the patient using a pituitary ronguer, the cage was then readjusted using the stand-alone inserter and the plate then inserted separately. No patient harm caused, extra time was taken to adjust the cage and reinsert the plate. There was a delay of less than 60 mins in overall procedure time reported. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.